Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor needle became detached from the sensor after the sensor was removed. Reportedly, the sensor was placed on the customer's shin. No additional patient or event information was available. A replacement sensor was sent to the customer.